Event description:
The uncuffed tracheostomy tube, which was in use for approximately one year, broke at the base of the tube flange. The tube shaft entered the pt's mainstem bronchus requiring removal via a bronchoscope.